Event description:
The customer reported that following cardioversion, the ECG waveform was not visible.

Manufacturer narrative:
The customer reported that following cardioversion the ECG waveform was not visible. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.